Manufacturer narrative:
H2: correction - device not being returned. H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure the bur broke. The procedure was completed successfully without a delay; no further information was provided.

Event description:
It was reported that during a surgical procedure the bur broke. The procedure was completed successfully without a delay; no further information was provided.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.